Event description:
Related manufacturer report number: 2017865-2022-07975; related manufacturer report number: 2017865-2022-07976. A patient's implantable cardioverter defibrillator, right ventricular (rv) lead, and atrial lead were received. Return documentation indicated the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The device was returned and analyzed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: d6b - date of explant was not previously reported.